Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was that the patient was not having a lot of success with the device. The caller said the patient slept through the night the first night but they were not sure if that was the device or the affects of the anesthesia. They were redirected back to the manufacturer help line to continue troubleshooting, as they said they would call back for assistance increasing stimulation after they charged the handset and communicator. Additional information was received from the patient and their partner. They reported the reason for the call was that they and their spouse said at first it seemed like the system was helping their symptoms, then it stopped helping. The caller said they had kept a diary and had erratic results. They said now they did not think it was working properly to help their symptoms. They stopped feeling the fluttering and it had not stopped the number of times they got up during the night. The patient's spouse said they did not think it was "set up." The callers were worked with to use the handset and communicator and they were successful to connect and increase by one tenth. The patient stated they felt fluttering down their leg. Stimulation sensation information was reviewed and it was recommended they reduce back to the original number. The patient reduced and confirmed they no longer felt fluttering down their leg. Post-surgical healing and therapy optimization information were reviewed and they were redirected to their doctor. An email with a quick guide, symptom diary, and system information was offered and sent. The patient said they had an appointment with their doctor tomorrow. They would maintain the stimulation level and continue to track symptoms. The patient mentioned unrelated medical history which included that they had parkinson's, used absorbent, disposable underwear, and that they had a commode.

Event description:
Additional information received from patient. They reported patient is still trying to see if the therapy is working right. Patient tried programs 1 and 2 and didn't getting any help. Program 3 they started at .6 and didn't feel flutter, and moved it up to .7 and then got electric shock down left leg. Patient moved amplitude back to .6, and still doesn't seem to have anymore control then before. Before the implant they were going 2-4 times a night, and overnight pants were already wet. Since the implant they go an average 3 times a night. Some nights might be 2 or 4 times. The issue has been going on since implant. When they were on program 2 the stim shot down her leg and the patient had severe spasms in their leg. They don't know if the stim down the leg was the cause of the spasms. Went to different program and shock down leg and had some spasms that night. This issue happened around (B)(6) 2022. Helped patient walk through changing program and increasing the stimulation. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient's relevant medical history included sometimes patient has constipation which hcp has given recommendations for that.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They reported the cause of the erratic results and fluttering was determined. They stated they didn't feel the stimulation so they increased the setting by 0.1 which in turned caused the shock in leg. Patient stated the steps taken for resolution was that they would stay in he setting below the left leg shock but no flutter. Issue hasn't resolved yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.